Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving compounded baclofen and prialt/ziconotide at an unknown dose an concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient was suffering withdrawal symptoms. It was reported the pump elective replacement indicator was at 17 months which was normal. It was reported that the patient had a motor stall that hadn't resolved and it had been almost 24 hours. The patient was sent to the emergency room for a new pump. The pump was replaced on (B)(6) 2017. It was reported the issue was resolved at the time of the report. The status of the patient at the time of the report was said to be "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.